Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient alleged the ok button was over responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission: 08/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: during investigation, the ok keypad button was found to be over responsive with the up arrow, and down arrow buttons responding appropriately. The keypad was removed to find moisture contamination on the ok keypad button contact pad. Unrelated to the original complaint, battery compartment cracks were found above, below, and on the left side of the grip pad.